Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was not working and it had unexpected restart alarm. Customer's blood glucose value was unknown at the time of the incident. Customer reported they was able to clear the alarm. Customer not able to complete rewind the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump monitored for several days and no blank display noted. Device received with all operating currents within spec and passed a21 error test and displacement test. No unexpected a21 alarm anomalies noted. (B)(4)..